Manufacturer narrative:
Olympus keymed investigation completed. The outcome of the investigation found to be user error. A non standard cable was fitted to the transformer and was not clamped and/or inserted properly. It is alleged that a unauthorised modification was the cause of the event which is outside of the control for olympus keymed.

Manufacturer narrative:
Olympus keymed have requested that the transformer is returned for further investigation. A follow up report will be submitted once the keymed investigation has been completed. No reports of injury to patient or user.

Event description:
The plug of the power supply module has burned out. No patient injury reported.